Manufacturer narrative:
Investigation summary: received one 18ga bd insyte autoguard IV catheter unit within an opened package from lot 8360629. The unit was with all components present. The needle was fully retracted within the safety shield (barrel) with the catheter/adapter inside the protective needle cover which was intact on the grip/barrel. Photo: one photo was provided for evaluation of this incident. The photo shown a unit similar to that of the returned unit. The unit was out of the opened package and with the needle cover removed. On the surface near the tip of the needle was a piece of fm (cardboard). A review of the device history record revealed no irregularities during the manufacture of the reported lot. Visual / microscopic (method-n/a): unit: the returned unit revealed to have 1 piece of fm loose inside the package near the cover and was identified as a brown cardboard fiber. Photos: the fm observed in the photos was identified to be similar to that of the returned unit; foreign matter (cardboard fiber). Ftir test results revealed that the foreign matter was in fact a cardboard box material, which is used in the packaging of the final product during the packaging process traces of dc 360 silicone was also identified. Silicone based lubes are native to the autoguard manufacturing process, thus reaffirming the likelihood of the manufacturing origin of the foreign matter. Conclusion(s): manufacturing / packaging. Although the unit was returned within an opened package; the root cause of the fm (cardboard fiber) is likely to be manufacturing / packaging related.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter had foreign matter. This was discovered before use. The following information was provided by the initial reporter: foreign material.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter had foreign matter. This was discovered before use. The following information was provided by the initial reporter: foreign material.